Event description:
Complainant alleged that the clinicians were attending a male pt (age unk) who had been found in an unresponsive condition with a ventricular fibrillation heart rhythm. A code was called and the clinicians defibrillated the pt (joule setting and number of shocks given unk). The physician administering the shocks reported observing arcing several times coming from under the pad. When the pad was removed from the pt's chest, there was a black scorch mark observed on the pt's chest. The pt subsequently expired, but the complainant indicated that the pt was in poor condition, and the pt outcome was not as a result of the reported malfunction.